Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eol (end of life) battery status five months after implant. An interrogation of the ICD noted a fault code indicating the ICD was unable to charge the shocking capacitors in the maximum time allotted. Charge time was found to be 45 seconds despite three to four capactior reformations.